Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
It was reported that during sheathed insertion, balloon membrane unwrapped and iab became stuck in sheath. Iab was exchanged. There were no reported patient complications.